Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported there was a "lo" (readings less than 40 mg/dl) display for a short time and the low glucose alarm did not sound. Customer experienced a loss of consciousness and was treated with coca cola by her daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader magz111-j0482 has been returned and investigated. Visual inspection has been performed and no issues were observed. Performed an analysis of the glucose value graph and the information provided by the customer (stated date (B)(6) 2020 and issue date (B)(6) 2020) were not observed on the graph. An alarm functionality test was performed. The returned reader was activated with a known good sensor and linearity test was performed. The low glucose alarm was observed functioning correctly. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. An investigation of the returned sensor was reported in the previous submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 3mh00124ylm has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. The low glucose alarm was successfully activated. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported there was a "lo" (readings less than 40 mg/dl) display for a short time and the low glucose alarm did not sound. Customer experienced a loss of consciousness and was treated with coca cola by her daughter. There was no report of death or permanent injury associated with this event.